Manufacturer narrative:
Additional information has been requested. This report will be updated should additional information become available.

Event description:
Boston scientific received information that this device recorded several alerts. It was determined that the alerts were to notify the patient's health care professional (hcp) that the device had reached elective replacement indicator (eri) over a year ago and then end of life (eol) a year after that. There was notification that the charge time was greater than 45 seconds. The device has met labeled longevity. Boston scientific technical services (ts) discussed replacing the device. No adverse patient effects were reported. Available information indicates the device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating that this device will not be replaced. The patient's ejection fraction has normalized. No adverse patient effects were reported.